Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h4, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. These notes confirmed the event allegations of anterior pain. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d10 42558000701 persona pk cmt fem lm sz 7 lot# 66246999, 42538000801 persona pk cmt tib lm sz h lot# 66120846, 42518200808 persona pk ve ply lm sz h 8mm lot# 66281837. G2: australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent knee revision surgery from a unicompartmental knee arthroplasty to a total knee arthroplasty one year, two months post implantation. Patient reported anterior knee pain although x-ray and MRI noted no abnormalities. The surgeon noted anterior knee pain being consistent with quad wasting/patella instability secondary to weakness.